Manufacturer narrative:
A sample was indicated as available however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported leaking was observed on tube connection (clave y-site) when plum set connected to normal saline. No report of patient harm was noted.

Manufacturer narrative:
An image was returned showing a black arrow pointing to the base of a y clave. Received one (1) used list #14687-15 primary plum set attached to a sodium chloride bag. As received a cut was observed in the tubing between the y-clave and the cassette. No additional defect or anomalies were observed. The package was opened along the perforated edge. The set was leak tested per specifications. There was a leak observed from the cut found in the tubing between the y-clave and the cassette. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The complaint of leakage at the tube connection clave y-site cannot be confirmed. However, leakage can be confirmed on the tubing. The probable cause of the observed leakage is due to the cut in the tubing. The cause of the damage is unknown; however, it would have occurred outside of ICU medical control. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complain.